Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a gradual increase in rv threshold over months was observed. The rv lead was capped and replaced on (B)(6) 2019 during the device change out procedure. The patient was discharged.